Event description:
A report was received that a patient was experiencing symptoms of an infection at the pocket site. The patient's symptoms were erythema, pain, heating and purulent discharge at the pocket site. The physician believes the infection was due to the patient's immuno-suppressed system. The patient was hospitalized and placed on IV antibiotics.